Event description:
It was reported that the device was overheating during testing at the user facility. There was no patient involvement reported.

Manufacturer narrative:
Additional information: d10

Event description:
It was reported that the device was overheating during testing at the user facility. There was no patient involvement reported.